Event description:
On (B)(6) 2012 the reporter, the patient's wife, contacted animas to report that in (B)(6) 2011 the patient obtained the blood glucose reading of 27 mg/dl. At that time, the patient suffered the symptoms of disorientation, was "almost unconscious" and had fallen to the floor. The patient's wife attempted to treat him with sugar, and contacted emergency services. When paramedics arrived, the patient was treated intravenously with an unspecified treatment, and the patient's blood glucose level rose to 80 mg/dl. He was not transported to the emergency room. The reporter noted they were unable to determine the cause of the patient's hypoglycemic event. The reporter could not provide any further information about the patient's state, actions, pump usage or blood glucose readings prior to this event. The pump was not available at the time of the call, therefore no troubleshooting could be done. The patient allegedly suffered blood glucose readings and symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.